Event description:
This lead was implanted on (B)(6) 2009 and is still in active use. Thresholds have increased since implant. The physician was dr. (B)(6) at (B)(6) institute in denver, co. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).